Event description:
On (B)(6) 2026, 14:41. While preparing to perform a venipuncture on patient (bed (B)(6)), an ophthalmology nurse discovered a white, dot-like foreign substance on the surface of the indwelling needle. The device was immediately discontinued and sealed. A new indwelling needle was used to complete the procedure. The nurse provided a thorough explanation and reassurance to the patient. No harm was caused to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.